Event description:
An (B)(6) rep reported that on (B)(6) 2014 an (B)(6) boy woke up with the pod alarming for no insulin supply and the pod was removed. He gave himself a manual injection, with an insulin pen (exact dosage was not provided) and was able to activate a new pod. He was worried that he was going into diabetic ketoacidosis so he decided to go to the hospital and upon arrival, he was not diagnosed with dka. He has been poorly managing his blood glucose and has struggled with being insulin resistant. He did not provide any further info regarding the hospitalization, bg history or his treatment.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Not product lot number was reported therefore, no qualification records were reviewed.